Event description:
Customer states that the right left leg lift mechanism is not holding the leg rest up. No injury alleged.

Manufacturer narrative:
(B)(4) -no RMA has been initiated for this issue. Model v20rlr, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1148116 rev b (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the right leg mechanism is not holding the leg rest up. User entering and exiting the chair provide a potential for injury. MDR filed.